Manufacturer narrative:
Further information was requested but is not available. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, post-sensed t-wave oversensing was observed and was resolved by programming bradycardia sensitivity. During another follow-up, pre-syncope due to pacing inhibition was reported due to non-sustained oversensing (nsrvos) due to external noise. Defibrillation therapy was not delivered due to correct interpretation of oversensing by the device. The event was resolved by reprogramming the device. The patient was in stable condition. Details are listed in the article titled "dealing with rv-oversensing; separate sensitivity settings for brady and tachy sensing. J cardiovasc electrophysiol. 2020; 1¿ 3. Https://doi.org/10.1111/jce.14823".